Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose. Customer¿s blood glucose value was 30.5 mmol/l. Customer treated with manual injection for high blood glucose. Customer had a symptom like nausea, vomiting, abdominal pain and difficulty in breathing. Customer did not feel ok to do troubleshooting for high blood glucose. The device will not return for the analysis.